Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
There is an material in tip of catheter that shown like a coagulation.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in had foreign material the following information was provided by the initial reporter: there is an material in tip of catheter that shown like a coagulation.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the ftir results, the foreign matter spectrum matches reasonably with that of silicone. Based on the fm material type, investigation was conducted to identify the potential fm sources. From the transparent color and sticky, gel-like properties of the fm, and given the fm material type was silicone, it was suspected that the fm was the silicone lubricant applied on the catheter surface of the product to aid lubrication during product insertion. Therefore, the catheter lube was sent for ftir analysis to match with the fm type. The ftir results showed that the catheter lube was made of silicone and the spectrum had very high matching percentage (~92%) with the fm sample. After the fm source was identified, the next stage of the investigation was to identify during which process and how the fm was introduced onto the product. It was suspected that it was due to excessive lube on the catheter surface that aggregated and formed a lump on the catheter surface. Given the gel-like nature of the lube, it was possible for the lube to flow to different locations on the catheter during transportation or storage. The piece of lube on the cannula tip was suspected to be formed due to excessive lube applied at the tipper station, which caused excessive lube to remain inside the catheter tubing tip. During the catheter and cannula set together process, the cannula could come into contact with the lube remained in the catheter tip and form a layer of lube on the cannula tip when it was pushed forward. As current control, there is an outgoing visual inspection in place to check for excessive lubricant on catheter. Proposed action plan: 1 conduct complaint awareness training and communication to all insyte tipper and icam production technicians (pts), to monitor the occurrence of the excessive lube defect. Effectiveness check plan: 1. After communication, interview 3 insyte tipper and 3 icam pts from different shifts randomly over a period of 1 month to check understanding of monitoring the occurrence of the excessive lube defect.